Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Customer's blood glucose (bg) was 255-300 mg/dl. Customer changed supplies, resumed insulin, and administered manual injections to address bg. Reportedly, customer changes supplies every 3-4 days. Customer was educated regarding cartridge/insulin labeling instructions.